Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the atrial and right ventricular lead exhibited noise leading to syncope. Both the leads were explanted and replaced. The patient was stable throughout the procedure.